Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable was extrinsically cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The interior right ventricular defibrillation cable was extrinsically cut. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device pocket was red, the patient complained of soreness, and there was a possible pocket infection. It was also reported the sixty-five centimeter right ventricular was previously capped and replaced for an unknown reason. The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed, and no further patient complications have been reported as a result of this event.